Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 70 and blood glucose was 200 mg/dl. Customer also reports to have disconnected from sensor due to skin irritation. Customer will reconnect to sensor when skin irritation heals. Customer was educated on skin cleansers and was also advised to discuss with healthcare professional regarding skip prep. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.